Event description:
It was reported that during an unknown procedure, the blade tip broke off and did not fall into the patient. Another device, like device, was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. ((B)(6) 2012. Additional information: which generator was used with the device gen04 or gen11? Gen 11.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked. However, the blade was not broken off as reported. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. A probable cause of an error code 5 or instrument error screen is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Since the device did not have the blade broken, is possible that the device returned may have been used to complete the procedure and is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.